Manufacturer narrative:
(B)(4): physio-control found the cr-44 diode burned on the therapy pcb. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
During a daily inspection, it was reported that the device was observed to be "smoking" and it had a sound. Physio-control evaluated the device and found that it was not able to deliver defibrillation energy. There was no pt use associated with the event.